Manufacturer narrative:
Medwatch submitted on 09/08/2015. Device labeling: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area.

Event description:
Physician reported that one patient "required cyclosporine 150 mg a day for 30 days in hospital" upon follow-up of reported events of "2 mm nodules" "treated with massage and 0.2 ml of hyaluronidase" found in the following journal article: "chin microgenia: a clinical comparative study," aesthetic plastic surgery, published online 07/01/2015. Physician additionally reported symptoms "normally onset at 20 days as severe swelling and bumping of all the treated areas." Follow-up revealed the "severe swelling and bumping of all the treated areas" is not device related due to "thin skin."